Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The sample was received for evaluation. Visual inspection revealed that the mini cap sponge did come out from the mini cap. The reported condition was confirmed. The cause was unable to be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that the sponge of a minicap with povidone iodine solution detached from the device. The issue was noticed before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.